Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that the pump had a bad air detector. No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information received that indicated no patient involvement, the issue was found during testing.

Manufacturer narrative:
Other text: the device was returned to smiths/ICU medical. The reported issue was duplicated. The device's air detector changed from air to pass when a fluid filled 50 ml cassette was attached in the manufacturing utility mode. The air detector did not have any visual deflects. The wires were crimped well and was in the correct order. The device alarmed, cannot start pump air in line/prime tubing during the psi and no disposable alarm test. A faulty main board was likely the cause of the customer's issues. The downstream occlusion sensor connector was damaged as well. The main board was replaced.